Event description:
It was reported the guidewire was used for navigation in a cerebral fav treatment procedure and broke off at approximately 5cm from the distal tip during torque manipulation. The entire system was removed from the pt, including the guidewire. No pt injury reported.

Manufacturer narrative:
The guidewire was returned with the corewire in two broken segments. Analysis of the break point showed the failure of the corewire occurred due to torsional overload.